Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. The customer's blood glucose level was 102 mg/dl. The customer reported that the compartment where the battery goes in has been cracked. Customer states the pump has cosmetic damage. The customer was advised to discontinue use of the insulin pump and revert to backup plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. Insulin pump powered up properly after battery installation. No blank display noted during testing. Insulin pump received with cracked battery tube threads and cracked case behind the pump near the battery compartment.